Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the pump event log noted multiple high pressure alarms were recorded. Functional testing included sensor verification. Sensor testing found the downstream occlusion sensor value was out of manufacturing specification. The downstream occlusion sensor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the downstream occlusion sensor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a downstream occlusion. No adverse effects were reported.